Event description:
During preventative maintenance at zoll medical's technicial service department the device failed ground resistance testing. There was no patient involvement in the reported malfunction.